Event description:
The customer reported during a breast biopsy the device experienced a negative pressure failure. The customer also reported that when the cutting command was triggered by the foot pedal, the inner cutter did not operate. As a result, the specimen chamber could not retain the sample, leaving the specimen chamber empty. To successfully obtain a pathological specimen, the procedure was converted from minimally invasive vacuum-assisted biopsy to open excision surgery. The surgical incision was enlarged to complete the lesion sampling. Upon follow up, no further harm was confirmed. No further information available at this time.

Manufacturer narrative:
Device History Record (DHR) review was unable to be conducted for the device as the reported serial number ((b)(6)) did not populate in the Hologic system, and no lot information was reported. A follow-up report will be submitted in the event additional information is received.